Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported that after the patients battery has dissipated 30 percent the patient experiences ineffective stimulation. Surgical intervention may be pending to address the issue.